Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that upon changing the battery in the insulin pump, each time he would receive a battery out limit alarm. The customer's blood glucose was 480 mg/dl. The customer had received a replacement battery cap and the issue was recurring. At the time of this report, customer's blood glucose was 561 mg/dl, which he treated with a manual injection. The battery out limit and failed battery test alarms were cleared out, which customer had not done prior to changing out the battery. Customer was advised to change the battery but the alarm recurred. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.